Manufacturer narrative:
This event was initially reported on 04feb2023 under architect stat troponin-I reagent list 02k41-35. On 28feb2023, the likely cause product was changed to architect stat high sensitivity troponin-I list 02r98-25. MDR number 3005094123-2023-00063-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Correction to g3 date received by mfg: changed from 01/23/2023 to correct date of likely cause change of 02/28/2023.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient sample on the architect i2000sr, serial number (B)(4). The sample was repeated and the result was in the customers normal range. The following data was provided: initial result = 21 ng/l, repeat results on (B)(4) <4, <4, and <4 result from another analyzer = <4 ng/l. Customer¿s reference range is <4 = normal no impact to patient management was reported.